Event description:
Litigation papers allege the pt was advised that test results showed toxic levels of cobalt and chromium. Additional evaluation is being performed to determine when, and if, revision surgery can be performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.